Event description:
It was reported that the patient was revised because the locking screw backed out of the tibial poly, a small duracon 19mm ps insert (6742-1-119), and was floating around in her posterior capsule.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.